Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that testing was carried out which showed the integrity status"--." The pt has not been to a check up for four years. He is still able to hear with his device, but reported a changed in sound. Testing confirmed that the device has malfunctioned.